Event description:
During a scheduled outpatient paroxysmal atrial ablation procedure, a varipulse catheter was inserted via a 8.5 french vizigo transseptal sheath into the left atrium to deliver pulse field ablation therapy. Pulmonary vein isolation was performed to address the patient's symptomatic atrial fibrillation. The varipulse pfa ablation catheter was then used to perform wide area circumferential ablation of the pulmonary veins at the antra. Ablation was performed using a strategy of delivering short pulses of pfa totaling 17 pulses to achieve vein isolation. Antral lesion set completed. Carina on both sides were isolated. Throughout this procedure the patient received an initial heparin bolus of 27,000 units and ongoing infusion to maintain an act greater than 350 seconds. On arrival to phase ii recovery, during hand off report patient complained of heaviness in his right arm. Given this reported change, a stroke alert was called and care was escalated. MRI of the brain revealed "small foci of acute infarction, more in the left mca territory than in the right aca-mca watershed. Correlate clinically for possible cardioembolic source". Given the result of the MRI the patient's hospital stay was prolonged an additional 2 days.